Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and still attached to the delivery system upon removal. There was no patient and user harm, and no intervention was required. A successful repeat procedure was done on the same procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician verified the capsule placement endoscopically. The deployment device inserted with the capsule was facing the tongue and the deployment device inserted while the entire device including the handle was maintained in the horizontal plane. No lubricant was used to facilitate the placement of the capsule.